Manufacturer narrative:
Corrected data: from perimoint to perimount.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edward for evaluation. The clinical observation was unable to be confirmed. Manufacturing records were unable to be reviewed as no serial number was provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors. Of note the patient has rheumatic heart disease. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through article ¿late dislodgment of a prosthesis after mitral valve-in-valve implantation¿ author: rachid zegdi et al. A (B)(6) female was hospitalized for hematuria during (B)(6) 2012. Her past medical history consist of a double mitral aortic valve replacement with edwards lifesciences perimount bioprostheses in 1988 and then in 1997 for recurrent severe mitral valve regurgitation. The patient underwent transapical mitral valve-in-valve (viv) implantation in (B)(6) 2011 with an edwards transcatheter valve. The 29 mm mitral perimount valve was treated after an implant duration of approximately 13 years due to prolapse of one (1) leaflet secondary to structural valve deterioration. The viv procedure was uneventful and the intraoperative transesophageal echocardiography confirmed excellent mitral prosthesis function. Recurrence of severe mitral regurgitation 17 months after the viv implant was attributed to backward slippage of the previously implanted edwards transcatheter valve. As a result of the severity of mr, a double mitral and aortic valve replacement was performed with 2 mechanical bileaflet prostheses. The postoperative course of the patient was uneventful. The aortic perimount valve was explanted after an implant duration of approximately 15 years due to unknown reason and was replaced with a mechanical valve.